Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was also found under the cycler, but the cassette was dry. Fluid was discovered in the pump module area but not on the external of the cassette. The patient reported receiving an air detected in cassette alarm during fill 2 of 7 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The patient contact stated that the patient has been having problems with completely draining as far as being consistent for each treatment. Every other day the patient does not drain out the last fill of 1500ml in drain 0. The patient contact advised the cycler switches over to fill 1 and was concerned of a overfill. The cycler does not alarm and the drain exit % is set to 70%. The patient was advised to let cycler dry until next treatment and follow up with their peritoneal dialysis nurse (pdrn). Technical support also advised the patient contact the cycler will collect any extra fluid missed in drain 0 during the remaining drain cycles and that the uf's are positive and is pulling the extra fluid. The patient contact was provided causes that could slow down the drain flow. Upon follow up, patient contact confirmed the reported event. Fluid was found in the pump modules but the cassette appeared dry. There was a puddle underneath the cycler. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was also found under the cycler, but the cassette was dry. Fluid was discovered in the pump module area but not on the external of the cassette. The patient reported receiving an air detected in cassette alarm during fill 2 of 7 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The patient contact stated that the patient has been having problems with completely draining as far as being consistent for each treatment. Every other day the patient does not drain out the last fill of 1500ml in drain 0. The patient contact advised the cycler switches over to fill 1 and was concerned of a overfill. The cycler does not alarm and the drain exit % is set to 70%. The patient was advised to let cycler dry until next treatment and follow up with their peritoneal dialysis nurse (pdrn). Technical support also advised the patient contact the cycler will collect any extra fluid missed in drain 0 during the remaining drain cycles and that the uf's are positive and is pulling the extra fluid. The patient contact was provided causes that could slow down the drain flow. Upon follow up, patient contact confirmed the reported event. Fluid was found in the pump modules but the cassette appeared dry. There was a puddle underneath the cycler. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler.